Event description:
It was reported that a pt underwent a two-level x-stop procedure at levels l3/l4 and l4/l5 on (B)(6) 2008. Approx at the two weeks follow-up, imaging studies revealed that one of the two devices was out of place (level unk). During this period, the pt experienced leg pain and back pain which resolved within about two weeks, however, the pt also experienced new symptoms of neck stiffness, pain and weakness. The new symptoms have not improved since onset. Reportedly, the physician prescribed medication for the pain, however, due to side effects, the pt did not continue for more than one week. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with pt.